Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined. Analysis: to date, this product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that the product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn concerning this event at this time, as the product has not been returned for analysis, and limited information concerning the event was provided. Multiple attempts have been made to obtain clarifying details regarding the event. Should additional information be obtained, a supplemental report will be submitted.

Event description:
Medtronic received limited information concerning an event in another country, in which it was reported that hemolysis was observed during the use of this hollow fiber oxygenator. A low quality picture demonstrating the issue was provided, which shows a possible leak from the exhaust port of the product. It is not known if the product was changed out during the case, or if the leak was insignificant such that the product could be used for the duration of the procedure without impact to the patient. It is also not known if the product will be returned to medtronic for analysis. Medtronic has requested details concerning the event, and the status of the product. No additional information has been obtained at this time.